Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After a laparoscopic sacro-colpopexy using a tacking device to affix mesh, temporary injuries were reported including: epidural abscess, numbness in lower extremities , and an acute infection in the epidural space. The patient is currently in the hospital. The patient underwent l5/s1 laminectomy and drainage of abscess. The patient also developed intrabdominal abscess and has PICC line. The patient was still admitted receiving IV antibiotics through PICC line. The patient was awaiting a repeat CT scan to determine if they will need surgical intervention to remove protacks and mesh. The patient has discitis and osteomyelitis and abscess.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after a laparoscopic sacro-colpopexy using a tacking device to affix mesh, temporary injuries were reported including: epidural abscess, numbness in lower extremities , and an acute infection in the epidural space. The patient is currently in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.